Event description:
It was reported that, "the pt had a primary tha on (B)(6) 2010. Afterwards, he had a revision tha due to a loosening of the cup on (B)(6). Because, when the pt was getting up from a chair, he felt a hip pain and the femoral head dislocated. Therefore, his primary care doctor tried to reduce the dislocated head. However, during the closed reduction the cup was come off from the acetabuli."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.